Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise was observed during follow-up in clinic. The noise was not reproducible in clinic with isometrics and deep breathing/ valsalva maneuvers. The cause of noise was not determined. Recommended programming changes will be made during patient's next follow-up in clinic. Patient was stable.

Event description:
New information received notes that the device was reprogrammed. Patient was unaware of oversensing and was asymptomatic throughout the event.